Manufacturer narrative:
Of the 15 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that the one touch ping model pump experienced a flashing display issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-57 years of age and between 129 and 180 pounds. Of the reported patients, 8 were male, 7 were female, and 0 were unknown.